Event description:
It was reported that pump quick bolus and wake button did not function as expected, requiring extreme effort and multiple presses to turn on pump display. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.